Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 54255be00 and the complaint issue. The overall performance of architect havab-igg was reviewed using field data from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. In-house clinical specificity testing was completed using an in-house retained kit. All specifications were met and no false reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect havab-igg reagent for lot 54255be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect havab igg result for one sample. The following results were provided: result with new lot (54255be00) was 1.67 s/co , result with old lot (49540be00) was 0.7 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect havab igg result for one sample. The following results were provided: result with new lot (54255be00) was 1.67 s/co , result with old lot (49540be00) was 0.7 s/co no impact to patient management was reported.